Event description:
Per complaint report form: the valve was removed due to paravalvular leak and probable endocarditis. No more info is available at this time. The valve was replaced with an allograft.